Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus') and fallopian tube perforation ('perforation (puncturing) of the uterus or fallopian tubes') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2017, the patient experienced dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"), 10 years 11 months after insertion of essure (ess205). On (B)(6)2018, the patient was found to have uterine leiomyoma ("fibroids and essure,pain due to fibroid"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain,pain / pain due to fibroid and essure"), abdominal pain ("abdominal pain,severe abdominal pain"), psychological trauma ("psych injury"), abdominal pain lower ("pain abdomen lower"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and gastrointestinal disorder ("other bowel and fibroid problems.") And was found to have teratoma ("teratomas") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full), hysterectomy and removed essure as a result of complications and performed ahysterectomy and removed essure as a result of complications). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain, psychological trauma, teratoma, neoplasm, dyspareunia, menorrhagia, uterine leiomyoma, abdominal pain lower, vaginal haemorrhage, urinary tract disorder, bladder disorder and gastrointestinal disorder outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dyspareunia, fallopian tube perforation, gastrointestinal disorder, menorrhagia, neoplasm, pelvic pain, psychological trauma, teratoma, urinary tract disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, teratomas , tumors & perforation. The physician advised that essure perforated, and performed a hysterectomy and removed essure as a result of complications . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received events "abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes,other bowel problems" were added. Outcome of event " pain due to fibroid and essure" was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus') and fallopian tube perforation ('perforation (puncturing) of the uterus or fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury") and was found to have teratoma ("teratomas") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full), hysterectomy and removed essure as a result of complications and performed a hysterectomy and removed essure as a result of complications). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, abdominal pain, psychological trauma, teratoma and neoplasm outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, neoplasm, pelvic pain, psychological trauma, teratoma and uterine perforation to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, teratomas , tumors & perforation. The physician advised that essure perforated, and performed a hysterectomy and removed essure as a result of complications quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: pfs received. New reporter added. Category of case changed to incident. Patient demographic added. Event injury is replaced by pelvic pain. New events added abdominal pain, psych injury, teratomas,tumors, perforation (puncturing) of the uterus, perforation (puncturing) of the fallopian tubes and device monitoring procedure not performed were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus') and fallopian tube perforation ('perforation (puncturing) of the uterus or fallopian tubes') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"), 10 years 11 months after insertion of essure (ess205). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroids and essure,pain due to fibroid"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain,pain / pain due to fibroid and essure"), abdominal pain ("abdominal pain,severe abdominal pain"), psychological trauma ("psych injury"), abdominal pain lower ("pain abdomen lower"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("other bowel and fibroid problems."), vomiting ("I threw up") and flatulence ("I'm having gas") and was found to have teratoma ("teratomas") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full), hysterectomy and removed essure as a result of complications and performed hysterectomy and removed essure as a result of complications). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, abdominal pain, psychological trauma, teratoma, neoplasm, dyspareunia, menorrhagia, uterine leiomyoma, abdominal pain lower, vaginal haemorrhage, urinary tract disorder, bladder disorder and gastrointestinal disorder outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dyspareunia, fallopian tube perforation, flatulence, gastrointestinal disorder, menorrhagia, neoplasm, pelvic pain, psychological trauma, teratoma, urinary tract disorder, uterine leiomyoma, uterine perforation, vaginal haemorrhage and vomiting to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, teratomas , tumors & perforation. The physician advised that essure perforated, and performed a hysterectomy and removed essure as a result of complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet received : event flatulence and vomiting was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (puncturing) of the uterus') and fallopian tube perforation ('perforation (puncturing) of the uterus or fallopian tubes') in a 45-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia") and menorrhagia ("menorrhagia"), 10 years 11 months after insertion of essure (ess205). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroids and essure,pain due to fibroid"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain,pain / pain due to fibroid and essure"), the first episode of abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), abdominal pain lower ("pain abdomen lower") and the second episode of abdominal pain ("severe abdominal pain") and was found to have teratoma ("teratomas") and neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full), hysterectomy and removed essure as a result of complications and performed a hysterectomy and removed essure as a result of complications). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, psychological trauma, teratoma, neoplasm, dyspareunia, menorrhagia, uterine leiomyoma, abdominal pain lower and the last episode of abdominal pain outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fallopian tube perforation, menorrhagia, neoplasm, pelvic pain, psychological trauma, teratoma, uterine leiomyoma, uterine perforation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, teratomas , tumors & perforation. The physician advised that essure perforated, and performed a hysterectomy and removed essure as a result of complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received : following events were added : dyspareunia, menorrhagia, fibroids and essure, pain abdomen lower, severe abdominal pain, pain due to fibroid and essure. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.